Event description:
It was reported that this right ventricular (rv) lead has shown a gradual rise in pacing impedance but still remains within normal values. Also, pacing thresholds have risen. They recommended to continue monitoring as the patient is not dependent and there is no evidence of a lead failure. Additional information has been received from the clinician mentioning that the pacing impedance is now high, out of range. On the other hand, no noise is evident on the lead and sensing within expected values. Pacing thresholds, however, remain elevated as well. Programming and procedural recommendations were delivered. The rv lead remains in service at this time. No adverse patient effects were reported.